Event description:
Customer reported, unexpected negative reactions on the ready_ID assay on echo when testing a specimen containing anti-e. The sample did not react with all e+ cells.

Manufacturer narrative:
Customer ran probe dispense accuracy, washer residual volume, and washer dispense accuracy on the instrument and all three passed. The reactivity of the e antigen was confirmed on retention capture-r ready-ID, lot id090. The customer did not return sample or product for investigation testing. It is not possible to rule out the sample as a cause of the event.